Event description:
The customer reported having high blood glucose of 324mg/dl, and his insulin pump alarmed no delivery multiple times during bolus. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did exit. During the call, the customer stated that he was in the emergency room due to high blood glucose of 434mg/dl. The customer was off the insulin pump for one day, and he was not wearing the device at time of his admission .the customer had it off to go through dialysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.